Manufacturer narrative:
Product event summary: the stylet insertion test was performed with a new purple stylet. Resistance was observed starting at 43 cm from the proximal end, but the stylet was able to be completely inserted. Blood or any other obstruction was not observed. The distal conductor may have been slightly distorted during the attempted implant and this may be what is causing the resistance when inserting the stylet. No other anomalies were observed. Destructive analysis was performed. The superior vena cava (svc) exposed coil was removed and the distal conductor was removed and examined from the proximal end of the svc coil location to the proximal end of the right ventricular (rv) exposed coil. This includes the location (43 cm) where a slight resistance was observed when performing the stylet insertion test. There was not an obstruction or any other anomaly observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There were no anomalies observed regarding the returned lead. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was used without issue first. However, the stylet could no longer be inserted into the lead after several attempts to position it. It was extracted from the body. An attempt to insert another stylet in a straight shape was made and that failed. The lead was attempted and not used. Another lead was used to complete the implant. No patient complications have been reported as a result of this event.